Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that though the ins used to stay charged for a month it now dies within a week and does not hold a charge. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.